Event description:
It was reported that a malfunction occurred with the pump, displaying malf 13 and fault ID 0x221b, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.